Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, after firing, the clip is not holding the vessel, so we were not able to ligate. The device was not functioning properly. Unk how case was completed. There were no adverse consequences to the pt.